Manufacturer narrative:
Additional information: device evaluated by MFR?, evaluation codes. Evaluation summary: post marketing vigilance (pmv) received two devices opened by the account with the appropriate display box and blister packaging in an undamaged condition. Post marketing vigilance (pmv) also received two sutures sealed with the appropriate packaging in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Witness marks on the bevel wall were observed for instrument 2. No sheering on the toggle switches was observed for either instrument. The instrument was loaded with the returned needles and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Both instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. Visual and functional testing of the returned sample confirmed the product met quality release specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did display an increased trend for needle disengaged complaints on (B)(6) 2016. The file was concluded to be could not be reliably determined. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Devices have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a roux-en-y procedure, on the first device, the needle fell out while trying to load. On the second device, a new needle was loaded but the device would not close properly. Current patient status is fine. There was no patient injury. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The needle fell into the patient cavity no device fragment was left in patient. To correct the condition: a third device/reload were used and worked without a problem. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.